Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules or fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (oil gel globules and fibrin) because the defect was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Retention samples were tested for draw volume and additive amount and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. Bd was unable to confirm this complaint for oil gel globules. Bd was unable to determine root cause.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes there was oil gel globules. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when the yellow tube was on the machine, the instrument alarmed and blocked the needle; after taking out the alarmed yellow tube, it was observed that there were fibrin filaments/lumps in the tube; it was taken out with a cotton swab and placed on paper for observation, and there were fibrin clumps. 2021-3-16 received an update from the sales representative, and the description of the incident was updated as follows: the customer complained that the instrument alarmed and blocked the needle when the yellow tube was on the machine; the alarm was taken out suspected oil droplets or gel balls were observed in the tube after the yellow tube; take it out with a cotton swab and place it on a paper for observation, it is sticky. The color and shape of the separating glue were different, and the quality difference of the separating glue was questioned, worried about affecting the normal use of the instrument affecting work efficiency and inspection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes there was oil gel globules. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when the yellow tube was on the machine, the instrument alarmed and blocked the needle; after taking out the alarmed yellow tube, it was observed that there were fibrin filaments/lumps in the tube; it was taken out with a cotton swab and placed on paper for observation, and there were fibrin clumps. (B)(6) 2021 received an update from the sales representative, and the description of the incident was updated as follows: the customer complained that the instrument alarmed and blocked the needle when the yellow tube was on the machine; the alarm was taken out suspected oil droplets or gel balls were observed in the tube after the yellow tube; take it out with a cotton swab and place it on a paper for observation, it is sticky. The color and shape of the separating glue were different, and the quality difference of the separating glue was questioned, worried about affecting the normal use of the instrument affecting work efficiency and inspection.